Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error three times and has a red cross on the screen. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the alarm could not be cleared after multiple battery changes and after a pump reset. There was no further information provided by the customer or by troubleshooting.

Manufacturer narrative:
Insulin pump errors in the pump history and critical pump error (open book) noted on pump, problem isolated to the printed circuit board. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.